Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. The analyst noted that since last session (B)(6) 2016, the rate histograms contain invalid data. The parity error count is zero, and no pors were logged in the s2d data. (B)(4).

Event description:
It was reported that there was a "bit flip" shown in the histogram block of data for the implantable pulse generator (ipg). The histogram data also showed "???". It was noted that the patient was receiving radiation treatment and this was likely the cause. The device was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.